Event description:
Patient was sent to radiology for CT of abdomen/pelvis. The IV's 22g were started in the right wrist and left hand. Optiray 350 was started using the power injector. Twenty cc's were delivered in the right anterior wrist IV resulting in a 3x2 cm swelling and slightly discolored. Five cc's were delivered through the left hand IV resulting in swelling. Hot/warm compresses were applied.